Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the manufacturer medibo medical products (B)(4) (registration #(B)(4)). (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, no a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Resident was raising from a wheelchair with a maximove when one loop of the mav sling ruptured. Resident dropped back 25cm to the wheel chair no injuries were reported.